Manufacturer narrative:
Additional information: g.1. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having peritonitis. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell count of 266/mm3. The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The pdrn reported, though the source of the patient¿s peritonitis was unknown, it was determined the root cause of this infection was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 5 days for two weeks. The patient has recovered from this event, remains asymptomatic and continues pd therapy on the same liberty select cycler at home following the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis cannot be determined at the time of this report; however, it was determined the patient¿s infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). Though the culture presented no growth, it is well known cultures may not yield a microorganism; however, initial symptoms that are responsive to empiric antibiotic therapy are evidence of a peritonitis infection, likely involving a gram-positive pathogen. Therefore, the liberty select cycler and liberty cycler set can be excluded as a source of the patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having peritonitis. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell count of 266/mm3. The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The pdrn reported, though the source of the patient¿s peritonitis was unknown, it was determined the root cause of this infection was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 5 days for two weeks. The patient has recovered from this event, remains asymptomatic and continues pd therapy on the same liberty select cycler at home following the event.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having peritonitis. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported that the patient presented to the outpatient clinic on (B)(6) 2021 with abdominal pain and cloudy peritoneal effluent fluid. The pdrn reported peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with no growth and a white blood cell count of 266/mm3. The pdrn stated the patient was diagnosed with peritonitis due to unknown etiology. The pdrn reported, though the source of the patient¿s peritonitis was unknown, it was determined the root cause of this infection was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 5 days for two weeks. The patient has recovered from this event, remains asymptomatic and continues pd therapy on the same liberty select cycler at home following the event.

Manufacturer narrative:
Corrected information: h.8.